Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. A review of the manufacturing documentation confirmed that the pump met all requirements for release (including the certificate of sterility). There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Investigations of complaints with similar circumstances were reviewed. Infections are a known risk in patients undergoing median sternotomy for cardiac surgery including those patients implanted with vads and can be multifactorial in etiology. No additional information will be forthcoming. Device remains implanted.

Event description:
Five days post implant, the patient was started on IV vancomycin due to possible sternal wound infection. The following day, cultures confirmed the sternal infection. Ciprofloxacin was added after the patient developed a fever. Blood cultures were negative and the patient was discharged home approximately four weeks later on zyvox. Due to concerns that endocarditis could develop, the medication regime was changed to long-term rifampicin and bactrim forte. Patient remained on those medications until transplant.